Event description:
Device malfunction: failed to deploy clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, clip deployment failed and hemostasis was achieved using a second starclose se device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.